Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the check vent: alarm led failed was illuminated. There was no patient involvement event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 29may2019. The manufacturer¿s international service technician confirmed the reported issue (alarm led failure). The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit successfully passed functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.